Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at an implant procedure, high pacing impedance was observed on the right atrial lead. The lead was not used and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of high impedance was not confirmed in the laboratory. Analysis was normal, no anomalies were found.